Event description:
It was reported that during use with 11 mckesson prevent® sg glide safety hypodermic needles the needles were clogging. This is the 4th of 4 events. The following information was provided by the initial reporter: unable to push the syringe; unable to remove any air or administer vaccine. Once needle is placed on prefilled syringe you are unable to push the syringe thus unable to remove any air or administer vaccine. This has happened on multiple different vaccines that come as prefilled syringes. We have had to waste up to 11 needles a day as of recent. We have tried to remove and reapply needle, to remove top to needle, without any success of the malfunctioning needle beginning to work.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-aug-2023 h6: investigation summary two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. A device history record review was completed for provided batch number 2188470. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 11 mckesson prevent® sg glide safety hypodermic needles the needles were clogging. This is the 4th of 4 events. The following information was provided by the initial reporter: unable to push the syringe; unable to remove any air or administer vaccine. Once needle is placed on prefilled syringe you are unable to push the syringe thus unable to remove any air or administer vaccine. This has happened on multiple different vaccines that come as prefilled syringes. We have had to waste up to 11 needles a day as of recent. We have tried to remove and reapply needle, to remove top to needle, without any success of the malfunctioning needle beginning to work.